Event description:
The customer received a questionable calcium result on their c501 analyzer. The patient's initial calcium result was 12.6 mg/dl and it was reported outside the laboratory. The physician questioned the result and the laboratory repeated the test using the same c501 analyzer. The patient's repeat calcium result was 9.7 mg/dl. The customer believed the repeat result of 9.7 mg/dl to be correct. There were no adverse events. The calcium reagent lot number was 64833301 and the expiration date was 01/31/2012. The field service representative could not determine the cause of the event. He checked the alignment of probes, the flow of the rinse mechanism, and decontaminated the system. He performed diagnostic checks and a precision test. Calibration and quality control were performed with positive results.

Manufacturer narrative:
A specific root cause could be determined. The issue appeared to be an isolated event. No calibration issues existed. Quality control prior to the event and afterward were within specification. No adverse events were reported.